Event description:
It was reported that the customer's insulin pump had error alarms. Troubleshooting was performed. It was stated that the device was not stored for a longer period of time. Assisted the caller in clearing the alarms. The mother stated being concerned that the insulin pump is over delivering insulin. The customer's blood glucose reading at time of call was 68mg/dl, and he treated with 16 grams of juice to bring up to 78mg/dl. Troubleshooting was performed. The alarm history was altered due to the error alarms and the settings were not correct. It was stated that there is more insulin in the reservoir than the status screen shows. The mother stated that she did not feel comfortable and requested a replacement of the insulin pump. Advised the caller to revert to back up plan until the replacement arrives. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.